Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, malfunction later recurred. Technical support planned to replace the pump. Customer will continue to use current pump; will rely on multiple daily injection (mdi) if necessary.